Event description:
Patient reported having 2 malfunctioning cassettes. She said when she connected the cassette to pump it just started alarming, no specific error message. She said she put it on second pump and same thing happened. She put a new cassette and then everything was running normal. This happened 2 different times with 2 different cassettes from her current order. No further information known. Cassette lot number and expiration date not provided by reporter. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have add'l cassettes they were able to switch to? Yes; pt was able to continue infusion. Is the infusion life sustaining? Yes; reported to (B)(6) by pt/caregiver.